Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years following the implant of a transcatheter aortic valve, severe central aortic regurgitation was observed. The patient suffered heart failure, and was re-hospitalized as a result. Unspecified intervention is planned to address the severe regurgitation.

Manufacturer narrative:
Updated data: b2. B5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years following the implant of a transcatheter aortic valve, severe central aortic regurgitation was observed. The patient suffered heart failure, and was re-hospitalized as a result. Unspecified intervention is planned to address the severe regurgitation. Additional information was received that a valve-in-valve procedure was planned.

Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event. The patient's date of death is unknown. B5. H1. The original information indicated the event was a serious injury. Additional information indicates that the patient died. The event is now a reportable death. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years following the implant of a transcatheter aortic valve, severe central aortic regurgitation was observed. The patient suffered heart failure, and was re-hospitalized as a result. Unspecified intervention is planned to address the severe regurgitation. Additional information was received that a valve-in-valve procedure was planned. Additional information was received that intervention was not performed as the patient died.